Event description:
It was reported that an ilet user received persistent pump alerts requiring restarts that did not resolve, specifically alert 38 for consecutive stalled motor and alert 65 for audio over/under current, despite multiple supply changes, and the user reported blood glucose over 400 for two days without access to a fingerstick test. Symptoms included hyperglycemia. Outcomes included the need to consider device replacement and the user¿s preparation to transition to backup therapy. Investigation included customer troubleshooting and review of alert histories to assess motor function and audio circuit performance. Investigation of this case revealed unresolved consecutive motor stall alerts and audio current anomalies consistent with a malfunction impacting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.